Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. During the procedure, the pacemaker was found to oversense noise. Both the pacemaker and the rv lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage.